Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawer was 1 failed to open. The field service engineer removed the medication jam and performed preventive maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was unable to recover. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.